Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the pump had error code (ec) 41786. No other information provided.

Manufacturer narrative:
Corrected: d3 - mfg establishment name. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. During inspection, it was found that the latch/lock mechanism was failing. The root cause of the issue was identified as the printed wire assembly (pwa) board. The pwa, latch/lock mechanism, and sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.